Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there are dents on barrel with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter: (2 of 2). We have had a further occurrence of this (lot: 1902236) and serious concerns for patient safety exist. Furthermore we cannot remove all 50ml syringes from stock but the lot numbers of concern are also still being delivered. It appears that there are two identical ¿dents¿ around the 20mls mark. The plastic is not split. The syringe runs normally until it reaches the 20ml mark and it appears the plunger loses its seal over the damaged area and air then enters the syringe, causing rapid infusion of medication and then air.

Event description:
It was reported that there are dents on barrel with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter: (2 of 2) we have had a further occurrence of this (lot: 1902236) and serious concerns for patient safety exist. Furthermore we cannot remove all 50ml syringes from stock but the lot numbers of concern are also still being delivered. It appears that there are two identical ¿dents¿ around the 20mls mark. The plastic is not split. The syringe runs normally until it reaches the 20ml mark and it appears the plunger loses its seal over the damaged area and air then enters the syringe, causing rapid infusion of medication and then air.

Manufacturer narrative:
Investigation: one photo was provided to our quality engineer team for evaluation. Upon reviewing the sample photo, we were able to observe damage on the 20ml marking of the syringe. A device history was performed and found no no-conformances related to the reported issue during production of batch 1902236. Ten retained samples were used for additional evaluation. Visual inspection did not reveal any damage or defects on the barrels of the syringe. While a direct issue could not be identified, the damage observed was consistent with the transfer wheels used to move product within the manufacturing line. It is likely the product became jammed in the equipment, resulting in the damage reported. Thorough inspection has been implemented in this manufacturing line and corrective action cor 526-19 (project#1875) has been opened to investigate and reduce the occurrence of this defect.